Event description:
At the end of an esophagogastroduodenocsopy (egd) with banding, upon removal of the endoscope, the plastic banding device [ligator barrel] became dislodged as pt was having bronchial spasms. Anesthesia removed the device with long forceps [barrel was located] next to vocal cords, pt intubated by anesthesia and transfer to pacu (post anesthesia care unit). The pt was kept for observation overnight and released the next day.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each reorder number. The caution label on the device instructs the user to "ensure barrel is fully advanced into tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for user caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.